Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Test p-cap successfully locked into the reservoir tube. Pump successfully downloaded to thus. Missing segments was noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly (pcba 1) and motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked corner of belt clip rails, cracked battery tube threads, cracked retainer, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for exposure to moisture was confirmed on pcba 1 and motor. Missing segments was confirmed due to moisture damage on pcba 1.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. No harm requiring medical intervention was reported. The device was returned for analysis.